Manufacturer narrative:
Device evaluation summary: the device returned with the extension 3-way stopcock open. The balloon had previously been inflated. The 3-way stopcock was closed; on pressurization the balloon was inflated, and the device maintained pressure. There was no leak observed from the device hub. The stopcock was partially opened to the unused leg, on pressurization a jet was water was observed from the stopcock leg and the balloon was partially inflated. No device issue was identified through analysis. It is possible that the stopcock was not closed correctly resulting in the reported leak. It appears the cause of the leak may have been due to technique when using the device. This failure mode will continue to be monitored and trended. No additional preventive and/or corrective actions are required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was being used in the endovascular treatment of a patient, within a 25 mm endurant stent graft. A 20 cc syringe was used during the procedure and the inflation speed was normal. A 50:50 ratio of contrast to saline was used. 20 cc of fluid was injected. It was reported that when the physician tried to inflate the balloon it was noticed that something was wrong. The balloon was removed from the patient and it was confirmed that there was a leak from the hub of the catheter. A non-medtronic balloon was used to complete the procedure. As per the physician, the cause of the event was due to a leak from the hub of the catheter. No clinical sequelae were reported and the patient is fine.